Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied due to inadequate rigidity. The tubing of the reservoir was kinked. The reservoir was removed and replaced. No patient complications were reported.